Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was report that clips were not loaded into the jaws properly during a lapascorpic pancreatic operation. Therefore, a new unit was used instead. No clips fell/remained in the patient.

Event description:
It was report that clips were not loaded into the jaws properly during a laparoscopic pancreatic operation. Therefore, a new unit was used instead. No clips fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/21/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag unification. Visual examination of the returned device revealed that the sample was returned with its indicator clip in the first position in the channel, indicating that no more clips were remaining in the device. The sample appears used as there is biological material present on the device. There is a small buildup of biological material in both jaws which could prevent the clips from properly loading, but this could not be confirmed since no clips were remaining in the device. Functional inspection was performed despite no clips remaining in the returned sample. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The indicator clip fired properly. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent in the same direction and the pivot hole for the top jaw was damaged. The sample was returned with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. The sample was returned both jaws bent in the same direction which indicates that there was a significant side load applied to the jaws that caused them to bend. No clips were remaining in the returned sample. A pivot hole for the top jaw was damaged due to the jaw being bent. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.